Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia and shortness of breath, dry mouth and weakness. The patient removed the pod from the infusion site prior to going to the hospital. Once at the hospital the patient had lab tests administered. The patient was treated with intravenous fluids. The patient was at the hospital for hours. The patient was able to continue pod therapy after this event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.